Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door not fully latched alarms. The issue was caused by cracks in the case assembly, resulting in case half separation, and necessary force being required to close the door. The front case was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or med intervention is unk.